Event description:
Pt to surgery at 0800 hrs for CABG procedure. Surgery uneventful and pt transferred to cardiovascular unit, before 1030 hrs. At 1515 hrs, pt returned to or with profuse bleeding, as ligation clip, gone from vessel. Pt successfully repaired with no further problem(s). Or mgr and risk mgr notified distributor, (weck closure systems) and requested a return call. On 01/11/02 medical director for weck called risk mgr and advised that over 40 million ligation clips have been applied in two years of data collection, and only 3 failures have been reported to date, including hosp's. According to him, these are reasons for failures: used 1 too small, surgeon fails to have as small cuff beyond the clip and makes his cut too close to the clip. The appliers are very delicate instruments and could be out of alignment. Returned to weck for re-calibration quarterly no charge.